Event description:
Reporter stated that she was implanted with a cyberonics (now livanova) vagus nerve stimulator on (B)(6) 2021. Shortly thereafter around (B)(6) 2022 the stimulator stopped working. She reached out to the manufacturer for help but was given a turnaround with no help at all. She was told to contact her neurologist. Finally she met with her neurologist who tested the device but all they could get was an error message. The neurologist called and spoke to a representative (livanova) and was able to get a technician to her office who tried to repair the device but also got an error message. During this period caller said she started experiencing seizures and pain.